Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where infusion sets are not lasting full 3 days per prescription. Therefore, patient requested an increase in supplies. No further information available.